Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6). Device evaluated by MFR: the promus select ous mr 28 x 3.00mm was returned for analysis. A visual and tactile inspection identified a break was along the hypotube shaft, 3.5cm distal to the distal end of the strain relief. No issues were identified with the outer/mid-shaft sections or the inner lumen of the device. A visual, tactile and microscopic inspection identified stent struts were pulled distally and bunched in the mid-section of the balloon. A microscopic inspection identified no issues with the balloon cones. The balloon wings were tightly wrapped and evenly folded and had not been subjected to positive pressure. The stent was set between the proximal and distal markerbands, the stent struts were pulled distally and bunched in the mid-section of the balloon. The bumper tip showed no signs of distal tip damage. A dimensional testing was performed, and the undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. A device-to-device interaction test was performed, and the device could not be loaded onto a guide catheter due to the damaged and bunched stent.

Event description:
It was reported that removal difficulty occurred. The 90-95% stenosed target lesion was located in the severely tortuous and severely calcified distal obtuse marginal artery. Following pre-dilation with an nc balloon and an nc scoring balloon at 22 atm, a 38 x 3.00 promus premier select drug-eluting stent (des) was introduced through a 3.5 6f non-boston scientific (non-bsc) guide catheter. The 38 x 3.00 des could not pass the mid om. The device was snared into the guide catheter for removal and once outside the patient, stent damage was noticed. A 28 x 3.00 promus premier select des was introduced but failed to advance past the ostial lesion. The 28 x 3.00 des was snared for removal into the guide catheter, but although it could enter the guide catheter, it could not fully exit it. This stent was also damaged. The decision was made to replace the guide catheter with a mach 1 jl 4.0 7f and use a 6f guidezilla for support. A 28 x 2.75 promus premier des was introduced but was still damaged and could not cross the mid om due to tortuosity and calcification in the left circumflex artery. The procedure was completed with a drug coated balloon and without using a stent. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty occurred. The 90-95% stenosed target lesion was located in the severely tortuous and severely calcified distal obtuse marginal artery. Following pre-dilation with an nc balloon and an nc scoring balloon at 22 atm, a 38 x 3.00 promus premier select drug-eluting stent (des) was introduced through a 3.5 6f non-boston scientific (non-bsc) guide catheter. The 38 x 3.00 des could not pass the mid om. The device was snared into the guide catheter for removal and once outside the patient, stent damage was noticed. A 28 x 3.00 promus premier select des was introduced but failed to advance past the ostial lesion. The 28 x 3.00 des was snared for removal into the guide catheter, but although it could enter the guide catheter, it could not fully exit it. This stent was also damaged. The decision was made to replace the guide catheter with a mach 1 jl 4.0 7f and use a 6f guidezilla for support. A 28 x 2.75 promus premier des was introduced but was still damaged and could not cross the mid om due to tortuosity and calcification in the left circumflex artery. The procedure was completed with a drug coated balloon and without using a stent. There were no patient complications reported, and the patient was stable following the procedure.